Manufacturer narrative:
One bad at install power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the power conversion enclosure passed bench testing. It was installed in a known good system and the system booted and readied. No fault was found. The second bad at install power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the power conversion enclosure passed bench testing. When installed in a known good system, motion, x-ray, and communication all readied but the system was stuck in "stand alone" mode and would not boot any further. Analysis found that the reported event was related to an electrical issue. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that it passed bench testing. When installed in a known good system, the system booted and readied. Voltage was measured with e-stop off and was as expected. Multiple reboots were successful along with 2d and 3d imaging. No fault was found. 10, 213, and 67 are associated with two power conversion enclosures. 10, 120, and 4307 are associated with one power conversion enclosure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure was replaced, and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. It was noted that during service, two power enclosures were bad at install. One was not delivering 96 volts out of j3. It had not been properly shipped. The second one did not have power coming out of j3. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the site was booting the system, it was stuck in initializing please wait. The generator was booted fully and it was connected to the mobile view station (mvs). It was sitting there for a few minutes. The site had already booted a few times with the same results with the same behavior, including disconnected from the mvs. They rebooted and left the system off for a while. When it turned on, the system ready bar filled up completely with green immediately and they cleared the e-stop but it was still stuck in initializing. The generator took a few minutes to connect, but that never cleared the initializing. The image acquisition system (ias) remote desktop was accessed without issue and it was possible to see the application. Both systems were rebooted, and site waited until the mvs and generator were connected to clear e-stop with no resolution. There was no patient present when this issue was identified.